Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to turn up the intensity/amplitude of their device. The representative checked impedances and contact 5 showed as "do no use". The representative reprogrammed group c (which was their only group using contact 5) and the patient noted that stimulation coverage was good with the new programming. No further complications reported.